Manufacturer narrative:
A customer in (B)(4) reported difficulties identifying six (6) different samples while using the vitek® ms. An internal biomérieux investigation was completed with results as follows: all expected bacteria are not present in the vitek® ms industry database. The customer obtained misidentifications (incorrect result given as a single choice), no ID and low discrimination results. Of the (B)(4) sample spectra collected for the investigation, (B)(4) misidentifications were obtained by this customer = (B)(4). Note: the only wrong result obtained as a single choice was noted a misidentification; however, a low discrimination result is not considered a misidentification because the customer is required to perform further testing as noted in the user manual (cf. Page 8-2 of the workflow user manual 161150-127 - a for industry use). No further actions deemed necessary at the manufacturing plant.

Event description:
A customer in the (B)(6) reported receiving wrong results for six samples while using the; vitek ms. Each time that the vitek ms gave the wrong results, the bacteria was not present in the vitek ms database. There were no reports of patient harm.